Manufacturer narrative:
Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was scheduled for a redo aortic valve replacement procedure procedure after an implant duration of six (6) years, 10 months due to unknown reasons.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
Customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact. Sewing ring was cut around leaflet 1. No other visible inconsistencies were observed on the valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of approximately (6) years, 10 months due to unknown reasons.